Event description:
During a pulsed field ablation (pfa) procedure for atrial fibrillation, a farawave catheter was selected for use. The catheter was properly prepared, and the treatment sequence commenced with the left superior pulmonary vein (lspv) followed by the left inferior pulmonary vein (lipv). During the treatment of the lipv, an attempt to change the catheter shape from flower to basket resulted in the guidewire becoming stuck and unable to be retracted. The entire farawave catheter was removed from the body and straightened for inspection, but the guidewire could not be fully withdrawn. After replacing the guidewire, resistance was encountered within the catheter, preventing insertion. Based on the physician's judgment, a new farawave catheter was unpacked and used as a replacement. The procedure was successfully completed without further issues. The catheter is not expected to be returned due to disposal. Additional information reveals trans septal access was not lost when the catheter and guidewire were replaced. The sheath remains positioned in the trans septal puncture to maintain access when the catheter and guidewire were replaced. No damage noted to the product packaging upon inspection prior to use.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation (pfa) procedure for atrial fibrillation, a farawave catheter was selected for use. The catheter was properly prepared, and the treatment sequence commenced with the left superior pulmonary vein (lspv) followed by the left inferior pulmonary vein (lipv). During the treatment of the lipv, an attempt to change the catheter shape from flower to basket resulted in the guidewire becoming stuck and unable to be retracted. The entire farawave catheter was removed from the body and straightened for inspection, but the guidewire could not be fully withdrawn. After replacing the guidewire, resistance was encountered within the catheter, preventing insertion. Based on the physician's judgment, a new farawave catheter was unpacked and used as a replacement. The procedure was successfully completed without further issues. The catheter is not expected to be returned due to disposal.